Event description:
Update: (B)(4) 2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.